Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to erosion with infection. Reportedly, the physician was removing a scab from the incision line which resulted to opening of the incision. Hence, the physician performed pocket revision. There were no additional adverse patient effects reported. The ra lead remains in service.